Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the open reduction internal fixation for the left femoral neck fracture with the bolt in question. The cut-out of the bolt occurred. The surgeon was reaming while checking frontal view and side view with the image intensifier. The cut-out occurred after the bolt was inserted. The surgeon adjusted the length and inserted the antirotation-screw and the locking screw. The surgery was completed with a 30 minute surgical delay. No further information is available. This report is for one (1) bolt for femoral neck system 95mm length-sterile this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: part/lot combination is not valid, and device is not being returned, therefore, device history record (DHR) review could not be completed. If the device is returned or lot number can be confirmed, the DHR will be revisited. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.